Event description:
The clinician reports the implant was inserted on (B)(6) 2023 in ada 30. On (B)(6) 2024 , non-osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility and abscess. No further patient complications were reported.